Event description:
Facility reported: attempt to remove needle from pt's arm post hd. Metal needle separated from plastic tubing leaving metal in avf. Able to locate tip of needle and remove from pt's arm.

Manufacturer narrative:
Defective sample is not available at the point of investigation. A supplementary report will be sent upon investigation of defective sample. Conclusion: we apologize for the inconvenience caused. Based on DHR and preserved sample review, no discrepancy was reported. Until this point of writing, we have not received the defective sample. Thus, we are unable to clarify the actual defect and cause for this complaint. Upon receipt of the returned sample, we will do an in-depth investigation and will issue a supplemental report after review of the returned sample. However, briefing was conducted to all operational staffs and inspectors for their awareness and to be more vigilant when conducting 300% inspection on the uv cone shape that was holding the cannula and the hub.